Event description:
The device was explanted due to hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the device found high impedance caused by a broken ground case wire.